Event description:
The patient (pt) reported that it stopped working when they were on "c." They tried adjusting it, but wouldn't work. Pt got a new external device and it worked. Pt did not clarify if the stimulation issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977006; serial#: (B)(6); implanted: (B)(6) 2024; product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had surgery for their implant 6 weeks ago and their right implant worked but their left implant stimulation wasn't working and patient did not provide an event date. Patient did mention that it started okay because the device was low but as the device had to be turned up, their arm to their shoulders into their 'rift' on both each left and right arm was throbbing with the device. Issue would happen when they would move or walk. Agent redirected patient to their healthcare provider to address the issue.